Event description:
The complainant reported that when a diagnostic catheter was connected to a merit stopcock and contrast agent was injected using a power injector, the connection between the catheter and the stopcock separated. Contrast agent was not sprayed on anyone but spilled on the floor. There was no harm or injury to the patient or clinician. The catheter was not a merit device.

Manufacturer narrative:
The stopcock was returned for evaluation attached to the 4 french catheter involved in the event. It was cleared of residual fluid from the procedure, but, the catheter could not be cleared to use for further testing. Both devices were visually examined and photographs of the catheter hub were taken. The threads of the stopcock were visually examined and no defects were observed. An anomaly was observed on the female connector of the catheter, however, both the male connector of the stopcock and the female connector of the catheter were measured using a calibrated luer taper gauge. The stopcock connector was within specification while the catheter's female connector was oversized. The stopcock was connected to an unused merit 4 french catheter and tested several times using a power injector at pressures above the rated specification. At no time during the test did the catheter separate from the stopcock. The failure could not be replicated. Therefore, no conclusions can be drawn.